Manufacturer narrative:
Concomitant products: 459888 lead implanted (B)(6) 2021; dtpb2qq crt-d implanted (B)(6) 2021. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that during a device check dislodgement of the right atrial (ra) lead was noted on x-ray approximately one week post implant. The lead was explanted and replaced. No patient complications have been reported as a result of this event.